Event description:
The following is based off a review of the patient's medical records which were provided to davol by the patient's attorney: this is a (B)(6) patient with a history of pelvic floor prolapse status post sigmoid resection with suture rectopexy, history of transvaginal rectocele repair and posterior fascial placement along with tah/bso. On (B)(6) 2007 the patient was implanted with two non-davol mesh during a pelvic procedure. On (B)(6) 2008 the patient was implanted with a bard flat mesh during a total pelvic mesh repair with excision of a non-davol mesh, enterotomy and serosa repairs. On (B)(6) 2008 the patient was hospitalized for colonic inertia. On (B)(6) 2009 the patient was hospitalized for colonic inertia and bodily injuries. On (B)(6) 2012 the patient has undergone multiple surgeries related to mesh erosion, bowel removal surgery, chronic pelvic pain, dyspareunia, and numbness in the pelvic floor and rectum. The attorney's report alleges pain, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.